Event description:
It was reported that during a da vinci surgical procedure, shavings from the shaft of the debakey forceps instrument fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned to isi for evaluation, therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) and/or if additional information is received.